Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist in our us office that the peak inspiratory pressure (pip) knob of an rd900aeu neopuff infant resuscitator is "loose and jumps around a lot." This was noticed before use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist in our us office that the peak inspiratory pressure (pip) knob of an rd900aeu neopuff infant resuscitator is "loose and jumps around a lot". This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rd900aeu neopuff infant resuscitator was visually inspected for damage. The manometer and peak inspiratory pressure (pip) valve were performance tested for the accuracy of its pressure readings. Results: there was no physical damage noted to the neopuff unit. The reported fault could not be replicated as both the manometer and the pip valve functioned properly during performance testing. Conclusion: no fault was found with the neopuff as it operated properly during testing. Both the neopuff user instructions and the neopuff technical manual describe the set-up procedure for the device including how to check and adjust the settings prior to patient use.